Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc was not turning on. Upon troubleshooting, the fse found that the mpdu (main power distribution unit) was malfunctioning. To resolve the issue, the fse reseated the mpdu assembly, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.